Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A consumer reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures, the patient had burning eyes and light hurts the eye so she stay inside. The patient was suggested by her doctor to put some drops (unspecified) for the burning eyes, but it did not helped. There are two medical device reports associated with this patient. This report is associated with the left eye.